Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was confirmed. Upon investigation the battery charger was resetting. The cause was contamination on the battery board, shorted u13 cmos flash microcontroller and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.

Event description:
A us distributor reported that a battery charger was resetting.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (resets) was confirmed. Upon investigation the battery charger was resetting. The cause was contamination on the battery board, shorted u13 cmos flash microcontroller and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.